Event description:
It was reported that the patient has pain and needs a revision surgery.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain in the left knee involving a triathlon cr insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿other than a mild right infrapatellar tendonitis, the clinical and radiographic progress of his total knee arthroplasties was satisfactory. There is no evidence that factors of faulty component design, manufacturing, or materials are responsible for this clinical situation.¿ -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been no other events for this lot. Conclusions: the provided medical information was evaluated by a consulting clinician who concluded: ¿other than a mild right infrapatellar tendonitis, the clinical and radiographic progress of his total knee arthroplasties was satisfactory.¿ a CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5510-f-701, triathlon cr fem comp #7 l-cem, lot code: l6bsh, cat. No.: 5550-l-360, triathlon sym patella s36x10, lot code: ln482, cat. No.: 5520-b-700, triathlon prim cem fxd bplt #7, lot code: l5ejm, cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: rfm191.

Event description:
It was reported that the patient has pain and needs a revision surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.